Manufacturer narrative:
Concomitant medical products: catheter; manufacturer's name: codman; family brand: flextip plus; lot #: 3000; implant date: (B)(6)2012; explant date: (B)(6) 2016. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a post market clinical study regarding a patient receiving hydromorphone (10.0 mg/ml) at 6.710 mg/day and clonidine (325.0 mcg/ml) at 218.08 mcg/day via an implantable pump for non-malignant pain, cervical/neck. On (B)(6) 2016 the patient came in for a routine pump refill and a volume discrepancy was noted. The expected reservoir volume (erv) was 7.9, but the actual reservoir volume (arv) was 13.2. It was decided at that time that they would keep an eye on it as the patient was asymptomatic. On (B)(6) 2016 device interrogation showed a residual volume discrepancy. The actual residual difference was not charted, but a dye study was scheduled due to the residual discrepancies. A catheter access port (cap) contrast study, also referred to as a dye study, was attempted on (B)(6) 2016, but they were unable to aspirate cerebrospinal fluid (csf). High pressure was used on an attempted injection, but they were unable to inject through the catheter. The dye study was aborted and replacement was scheduled. The clinical diagnosis was increased pain. The event was considered related to the device or therapy and not related to implant procedure. The event was related to both the pump and catheter. On (B)(6) 2016 the entire system was explanted and replaced. The event was considered resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the device diagnosis as pump unable to enter/withdraw from catheter access port. It was noted the entire system was returned to manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.